Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, ias8-100lp, 8 mm access port & low profile obt w/bladeless optical tip, was being used during a robot assisted lap myomectomy procedure on (B)(6) 2025 when it was reported, ¿manufacturer defect; item quality" and "one portion of inner plastic folding part broke off into surgical site.¿ there was no reported injury, medical intervention, or hospitalization for the patient. Further assessment requested found that the fragmentation fell into the surgical site and was removed with a robotic instrument. The fragmentation was not from a sound cap. It is unknown what caused the breakage as the fragmentation was only seen during the procedure within the cavity. The procedure was completed without any report of delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Examination of returned used device ias8-100lp found that part of the seal from the sound cap had broken off. Root cause cannot be determined, however, based upon evaluation of the device, review of drawing, and the IFU; a possible cause of this event could be excessive downward force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 24 complaints, regarding 24 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Do not use excessive downward force. Once partial entry has been accomplished, very little force is required to complete entry. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, ias8-100lp, 8 mm access port & low profile obt w/bladeless optical tip, was being used during a robot assisted lap myomectomy procedure on (B)(6) 2025 when it was reported, ¿manufacturer defect; item quality" and "one portion of inner plastic folding part broke off into surgical site.¿. There was no reported injury, medical intervention, or hospitalization for the patient. Further assessment requested found that the fragmentation fell into the surgical site and was removed with a robotic instrument. The fragmentation was not from a sound cap. It is unknown what caused the breakage as the fragmentation was only seen during the procedure within the cavity. The procedure was completed without any report of delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.